Event description:
It was reported there was an infection and a replacement was noted to be required as a result. No additional symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3007566237-2013-03083. This report notes an infection with the patient¿s first system.

Event description:
Additional information received reported that an infection was confirmed, but the manufacturer representative was unaware of the results. The infection was at the pocket site. It was stated that the implantable neurostimulator (ins) was removed first, and then the lead/extension was removed in a subsequent procedure.

Manufacturer narrative:
(B)(4).